Event description:
A distributor in france reported that a customer's insulin pump was displaying repeated temperature alarms. There was no information available about the customer's blood glucose level, so no impact was reported. Customer reverted to an alternate method of insulin therapy.